Manufacturer narrative:
Additional information provided indicated the balloon hole was only suspected, the guidewire lumen was flushed prior to de-airing attempts, negative pressure was held 10 seconds in each cycle, a 50ml syringe was used, the syringe was set to neutral, a stream of bubbles was observed, and no tools were used that could have caused the hole in the balloon. The delivery system was returned to edwards for evaluation. Preliminary visual evaluation revealed leakage from crimp balloon to balloon shaft bond and a cut at the bond. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during preparation of the delivery system a hole was noticed in the balloon of the delivery system as the system would not de-air. A new delivery system was opened and prepped for the procedure.

Manufacturer narrative:
The device was visually inspected for defects at the crimp and inflation balloons as well as along the catheter. The balloon cover was not returned with the delivery system. Visual observation revealed a nick mark/cut at the bond between the crimp balloon and the blue balloon shaft. No other abnormalities observed. Functional analysis was not able to be performed as a leak was observed from a pin hole on the crimp balloon during the de-airing attempt. Dimensional analysis of the crimp balloon double wall thickness was performed at four different locations adjacent to the leak location. All measured dimensions were found to be within specification. The complaint of balloon leakage was confirmed. During follow-up communication with the clinical site, it was reported that no tools were used that could have caused the hole in the balloon. However, visual inspection of the returned device at the leak site on the crimp balloon did not reveal presence of any balloon defects, but instead showed a nick mark/cut consistent with a mechanical damage or contact caused by a sharp object. The balloon cover was not returned and engineering was unable to visually confirm whether it had been compromised. The manufacturing mitigations reviewed indicate that all devices are inspected, including leak testing and balloon wall thickness, at multiple levels for the issue observed in this returned device and a leak in the crimp balloon is unlikely during manufacturing. Engineering was unable to determine the root cause of the complaint. No manufacturing non-conformities or IFU/labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this trend category. Therefore, no corrective or preventive action is required.